Event description:
In 2006, a resident fell while being transferred using a sabina pt lift. According to the facility, the resident was being transferred from wheelchair to toilet when she extended her arms and slid out of the sling to the floor. No injuries were noted.

Manufacturer narrative:
On 11/30/06, the facility was contacted by phone by liko representative. Don reported that the resident had fallen out of the sling when being transferred from wheelchair to toilet using a sabina pt lift. The facility has 4 sabina lifts, but don did not have any record of which lift was used in the incident. On-site investigation is to be completed by local distributor, at which time all lifts at facility will be inspected. Update will be forwarded at that time.